Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing signs of an outflow graft twist. Vad and peripheral equipment appear to be functioning as intended. No further information was provided.

Manufacturer narrative:
Section h4: corrected information. Manufacturer's investigation conclusion: the submitted log files appeared to capture the system operating as intended. The account submitted log files requesting that they be evaluated for outflow graft twisting. The files were unremarkable, with stable speed and flow values. No unusual events or alarms were captured. Multiple requests for additional information have been sent to the account; however, no response has been received. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. Although the submitted log files revealed no evidence of an outflow graft issue and captured the system operating as intended, the heartmate 3 left ventricular assist system instructions for use provides guidance on ensuring the proper attachment of the outflow graft, and to ensure there are no twists within the graft at implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.